Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarm. According to the account, the reported low flow alarm was thought to be related to hypovolemia and the non-sustained ventricular tachycardia. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number(B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained information from 22may2023 through 25may2023 that primarily consisted of pi events. Additionally, one, transient low flow hazard alarm was captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia and hypovolemia as potential late postimplant complications. The IFU also addresses pump parameters, including pump flow. This section explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The IFU also states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Additionally, the IFU and patient handbook address system alarm conditions, as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a history of ventricular tachycardia (vt) prior to implant. The arrhythmia resolved. It was noted that the low flow alarms may have been caused by dehydration and that the patient had low blood pressure that returned to normal after drinking water.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a biventricular implantable cardioverter defibrillator (ICD). Upon device check, non-sustained ventricular tachycardia (nsvt) was noted that was thought to be related to suction events and low flow alarms. The patient was off amiodarone as it caused insomnia. They were put on sotalol 120 twice daily.